Event description:
Caller reported that the t:slim x2 pump battery would not charge, which was confirmed by a power source alert in the pump history. There was no adverse impact to the customer¿s blood glucose level. The issue resolved itself prior to contacting technical support, with the customer successfully changing the charging supplies to resolve the problem, using the same tandem wall adapter and charging cable, and no further assistance was found to be necessary.